Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable would not stay into the charging port of the pump. The customer¿s blood glucose level was 182 mg/dl. Reportedly, the customer had insulin pens available as alternate insulin therapy.